Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Damaged optic after implantation. The lens was broken during iol insertion. There's a possibility of using ovd that has just been taken out from refrigerator. Additional note on (B)(6) 2025: we have confirmed that the problem lens was explanted after reviewing the surgery video. Iol was explanted on (B)(6) 2024. Problem code: a0404 - crack.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. H6 - updated codes for manufacturer's investigation: type; findings; and conclusion. B5 - corrected explantation date to (B)(6) 2024. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: py-60ad). The dye test result showed the injector tip was properly coated. We could release the re-installed iol from the returned injector without any problems. From our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in japan. Damaged optic after implantation. The lens was broken during iol insertion. There's a possibility of using ovd that has just been taken out from refrigerator. Additional note on (B)(6) 2025: we have confirmed that the problem lens was explanted after reviewing the surgery video. Iol was explanted on (B)(6)2024. Problem code: a0404 - crack.